Manufacturer narrative:
A follow up medwatch will be submitted at the completion of the investigation.

Event description:
It was reported that following a percutaneous procedure, a 6f angio-seal vip was selected for use. When the physician withdrew the device, the entire device came out at the same time. Nothing remained inside the pt and there was pulsatile flow. A small hematoma and discomfort at the puncture site and manual compression was applied with a pressure dressing. The pt was required to stay overnight in the hosp but there was no add'l treatment.